Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with noise on the right atrial lead resulting in inappropriate mode switching. The patient reported feeling palpitations and shortness of breath at times. The noise could not be reproduced in clinic. The patient would continue to be monitored.